Event description:
As reported, on (B)(6) 2025 during a procedure prior to opening the bard soft mesh package, a small fiber/hair was noticed. There was no patient injury.

Manufacturer narrative:
As reported, a fiber/hair was found in the soft mesh package. Preliminary visual examination confirms there is a "foreign" material visible free within the tyvek pouch. The material appears black and hair like. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, a fiber/hair was found in the soft mesh package. Preliminary visual examination confirms there is a "foreign" material visible free within the tyvek pouch. The material appears black and hair like. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample confirms the reported issue to be manufacturing related. An awareness dissemination was provided to appropriate personnel to emphasize the importance of product handling during the manufacturing and inspection process. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 during a procedure prior to opening the bard soft mesh package, a small fiber/hair was noticed. There was no patient injury.